Event description:
It was reported that approximately thirteen months post port placement, the catheter allegedly had a fracture. It was further reported that the patient experienced pain and extravasation during flushing. Reportedly, the device was successfully removed from the patient. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI implantable port attached to a groshong catheter was returned for evaluation, three electronic and two images were provided for review. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported leak, fracture and identified catheter deformation, naturally worn issues as a partial break was noted approximately 5.2cm from the distal end of the cath-lock and the edges of the partial circumferential break were noted to be non-uniform in one region, yet smooth and rounded in another. A leak from the partial circumferential break was observed during functional evaluation. However, an x-ray showed that a catheter is visualized traveling near the clavicle and it appears to be fractured before it travels above the clavicle was also seen in the provided photo. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 02/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned evaluation, three electronic and two images were provided for review. The investigation is confirmed for the reported leak and fracture issue as an x-ray showed that a catheter is visualized traveling near the clavicle and it appears to be fractured before it travels above the clavicle was also seen in the provided photo. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined, pinch off (damage due to compression of the catheter between the clavicle and first rib), flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) and improper placement technique could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed and states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿signs of pinch-off clinical: difficulty with blood withdrawal; resistance to infusion of fluids; patient position changes required for infusion of fluids or blood withdrawal; radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows.¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: d4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately thirteen months post port placement, the catheter allegedly had a fracture. It was further reported that the patient experienced pain during flushing. Reportedly, the device was successfully removed from the patient. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that some time post port placement, the catheter allegedly had fracture. It was further reported that the patient experienced pain during flushing. Catheter was successfully removed from the patient. Patient reported stable.